Event description:
The titan stapler hit a critical high load after consistent high load warnings occured. The bailout process was initiated by a resident and nearly completed successfully. The remaining portion of the procedure was completed with an ethicon stapler. When the resident tried to close the stapler using the bailout key, the silver knob dropped out of the stapler. The surgeon used bovie and towel clamp to get open stapler out of abdomen, as well as increasing the trocar incision. The patient is doing well. A leak test was performed with no signs of a leak.

Manufacturer narrative:
Upon evaluation of the titan sgs, it was determined that the load applied to the closure screw was excessive and caused it to bend/distort as well as causing damage to the gear during the opening of the jaws of the titan stapler, as damage was observed. The investigation found that the damage to the closure system led to the device being inoperable. The root cause was attributed to excessive force/rotations being applied by the user to the closure system while attempting to manually open the jaws of the device using the bailout key, resulting in the device being stuck in the open position.